Manufacturer narrative:
Device returned for report of hypoglycemia. Customer reports that the device has lost the ability to control insulin therapy (i.e boluses, basal, suspends etc.) They also note that after a power cycle, the date and time resets. Data downloaded from the device indicates that no bg readings were entered & no boluses were administered on the date of occurrence for the reported medical event. The customer activated a new pod and made two temp basal adjustments this day. Further analyzing the data history indicates that the customer typically administers one or two 0.05u boluses per day and will occasionally administer a temp basal rate change. Data history for the date of occurrence appears to be typical behavior for the user. The customer set the date and time incorrectly after the reported event, setting the time to (B)(6)2020 and continuing to operate the device for several more days. Based on the strip simulation tester, blood glucose readings were found to be within specification and record successfully into the device memory. During the bg meter strip insertion verification test, the pdm recognized the activities and registered readings immediately. No pdm errors were seen in the data on the occurrence date or the day the pdm was last used. A new pod was paired with the pdm. Bolus delivery was tested and a 5u bolus was delivered. No issues were noted during insulin delivery. No issues seen with pod data. All functions of insulin control were found to function properly. Pod successfully communicated with pdm at 5¿ distance, administering 1u bolus. Upon investigation it was found that the backup battery could not hold a charge causing the date and time to be reset.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient was brought to the emergency room by ambulance due to hypoglycemia. The patient reportedly had a seizure due to blood glucose levels being "extremely low". Pod was removed by spouse prior to ambulance arrival, but patient reported an unspecified malfunction with their personal diabetes manager was the cause of the medical event. The patient was treated with fluids and painkiller medication for headache. The patient was released after 5-6 hours of observation.